Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a blood back event all the way into the safety disc. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. Upon investigation, blood was found in the pneumatic module. However, blood did not get into the unit itself. In order to fix the issue, the fse replaced the pneumatic module. The fse then performed system checkout. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a blood back event all the way into the safety disc. There was no patient harm reported.